Manufacturer narrative:
Additional information: one (1) actual sample was received for evaluation. A visual inspection was performed and noted that the main body was cracked. The main body appeared to be degraded from a chemical interaction of unknown origin. There was a brown staining observed on the main body of the mini set. The reported condition was verified. The cause of the cracked main body appeared to be from a chemical interaction from an unknown substance. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the light blue main body of a transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.